Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 20-nov-2023, it was reported that the patient faced multiple issues with insulin flow blockage which led to ketone levels and her blood glucose level went to 29.2 mmol/l at the time of incident. Therefore, on (B)(6) 2023, the patient admitted to the hospital due to high blood glucose level (29.2-30 mmol/l) and ketone level. She tested positive for ketone levels. Moreover, the site location was her abdomen and she used to change the infusion set every day. During hospitalization, the patient received insulin drip intravenously as corrective treatment. After spending 3 days in the hospital, the patient was released. No further information available.